Event description:
Boston scientific crm received info that this right atrial (ra) lead became dislodged twice since it was implanted six months ago. After the most recent dislodgement yesterday, this lead was surgically abandoned and the atrial port was plugged. The pt is not dependant on atrial pacing, the decision was made to not implant a new lead. To date, no adverse pt effects were reported.